Event description:
It was reported that an ilet device with serial (B)(6) did not power on despite placement on a charging pad with a green indicator and attempts with multiple wall outlets and removal of the case, while the user¿s glucose remained stable; the reported device setup included a libre 3 plus and the ilet was not synced, and the issue aligned with a battery-related hardware problem involving the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge involving the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.